Event description:
It was reported that after 2 hours and 30 minutes of treatment with an ak 96 machine, the dialysate hose on the machine (reported as the bypass) was observed to be leaking leading to an excessive fluid removal from the patient of 1.1kg. The patient became dizzy, flustered, uncomfortable with palpitation. 50% glucose 40ml intravenous was administered. The treatment was interrupted with blood restitution and the patient's condition improved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated on site by a hospital technician. Visual inspection found that the bypass connector was dripping which led to the fluid leakage. The reported condition was verified. The sealing ring of bypass connector was replaced, and the device was returned back to service with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.